Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call power system error on the insulin pump. Customer's backup battery failed on the device. Troubleshooting for the power system error alarm was performed. Customer was advised to remove the battery from the insulin pump and wait until the notification light stops flashing. Customer was advised to call back and follow up to see if the issue was resolved.